Event description:
It was reported that the patient had calcaneal osteotomy using qwix 7.5 positioning and fixation screws about 6 months prior. The fixation screw (qwix screw 7.5mm dia x 80mm length sterile) had lost some thread and has lead to severe infection. The event did not lead to a significant increase in surgery time but a second surgery was necessary. The patient had returned for surgery specific to the removal of the screws and to clear infected area. The surgeon opened the wound to remove both screws and also a coil of metal thread from the screw head. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.